Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2009. The modular head and acetabular cup were removed and replaced. There has been no reported right hip revision procedure to date. Additional information provided in patient medical records indicates the left hip revision performed on (B)(6) 2009 was due to pain and loose acetabular cup. The patient¿s operative report noted synovial fluid and a loose cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04650, 04652 and 06326).